Manufacturer narrative:
(B)(4).

Event description:
The patient's neurostimulator had high impedances (>4000 ohms) on electrodes 0 and 1. It was noted that the patient had a return of symptoms related to their history of mercer condition. The patient had serious si joint pain and pain down both legs. She had a fever and the physician believed that this infection was related to the mercer condition returning. She did have a fall but shortly after the device was still working properly. It was noted that the device was controlling the patient's symptoms. Additional information was requested. See manufacturers report # 3004209178-2011-01603.